Manufacturer narrative:
Concomitant medical products: 4024-58 lead; 4068-52 lead; implanted: (B)(6) 2001.

Event description:
It was reported the patient experienced four to five seizure like episodes. It was also reported the lead displayed high thresholds, unstable thresholds, high impedance, and did not capture. It was also reported that at the time of lead revision, the lead was found to not be fully inserted into the header. The lead was correctly placed into the header and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.